Event description:
It was reported that slack was observed in this electrode. The patient was noted to have a high body mass index and it was suspected that the electrode had dislodged as the electrode appeared to be moving in the fat layer upon review of x-rays. The position of the electrode appeared to show the electrode in the same position as implant. A follow up was performed and an s-ECG was captured in all sensing vectors in supine, sitting and leaning forward and noted a slight amplitude change while the patient was sitting and leaning forward. Technical services recommended obtaining a lateral x-ray to understand the depth of the electrode and review the position. Further review of x-rays noted no clear dislodgement could be confirmed. The physician plans to continue monitoring. No adverse patient effects were reported. This device remains in service.